Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 62 mg/dl at the time of the incident. The customer discovered the low was caused by cardiac issues. The customer stated that the low caused by cardiac issues was not directly related to pump therapy. The customer experienced highs after being off the pump. The customer was wearing the insulin pump during the low incident. Troubleshooting was not completed. The customer lost the pump at the hospital. The insulin pump will not be returned for analysis.